Event description:
On 10/22/92, device was inserted. On 2/21/94, device was nonfunctioning and it was explanted. Noted distal end of catheter was absent. Chest x-ray revealed catheter tip in right atrium. Pt was discharged. On 2/22/94, unsuccessful attempt was made to retrieve catheter tip two times at another community facility. Pt referred to larger facility in metropolitan area for removal of catheter tip.